Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient developed a generator site infection 2 months after generator replacement surgery. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The surgeon determined that it was a superficial wound infection and decided against removing the generator and the lead. The surgeon extensively cleaned the initial implant site and then re-implanted the original generator. The battery was re-implanted on the left side of chest. The physician determined that it was a superficial wound infection and decided against removing the generator and the lead. He extensively cleaned the initial implant site and then re-implanted the original generator. No other relevant information has been received to date